Event description:
It was reported that the check valve component of this accessory guide catheter detached and remained when securing the right ventricular lead to the suction sleeve. The attending physician verified the detached component to be similar with the translucent ring shaped part from a new guide catheter. The involved rv lead did not exhibit lead dislodgement with normal lead data measurements as repeatedly checked with no significant changes. This accessory was out of service and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis and sent to the sfmd supplier for analysis. Device history review - a device history record (DHR) review could not be performed as the required documentation was unavailable since the product was manufactured outside of boston scientific. If the applicable documentation becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem based on the lack of objective evidence of a device defect or malfunction. Therefore, it can be concluded that unknown factors most probably contributed to the event. This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device.

Event description:
It was reported that the check valve component of this accessory guide catheter detached and remained when securing the right ventricular lead to the suction sleeve. The attending physician verified the detached component to be similar with the translucent ring shaped part from a new guide catheter. The involved rv lead did not exhibit lead dislodgement with normal lead data measurements as repeatedly checked with no significant changes. This accessory was out of service and will be returned for analysis. No additional adverse patient effects were reported.